Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information; d4 since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used. Updated fields: h2, h6, h11. The device was not reported to olympus, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is assumed that the distal end cover was not properly attached and dropped off due to the load during the procedure. Since it is difficult to visually detect the state of attachment of this product, it is feasible that the attachment of the distal cover was insufficient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported upon finishing the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the duodenovideoscope was withdrawn from the patient. It was found that the disposable distal attachment had been missing. The doctor then inserted another scope to look for the distal attachment. The distal attachment was located at d2 region (descending part of the duodenum) of the patient. The distal attachment was then retrieved using a basket. It was found that the opening ring of the cap for locking with the hook of the duodenovideoscope was broken. The event resulted in a 20-minute delay in the procedure while the patient was under sedation. The procedure was completed. The patient was reported to be stable. This is report 1 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.